Manufacturer narrative:
(B)(4). The ventilator was returned to smiths medical pm, inc. Technical service dept for eval. Technical service was unable to duplicate the failure. The needle did move past 10 cmh2o. The gauge was replaced as a preventive measure. The gauge is being returned to smiths medical intl (B)(4) so, the gauge can be returned to the vendor if deemed necessary. Completed user facility questionaire. (B)(4)

Event description:
Pre-use checks were completed before the ventilator. The clinician attempted to use the ventilator on full arrest adult pt. The needle of the ventilator was not rising with respirations as it should. The ventilator would make a sound like it was working, but when the ventilator was applied, the pt's o2 saturation began to drop. The needle on the gauge never got above 10 cmh2o. The pt was removed from the ventilator and bagged until the pt was handed off to the ER. No known adverse health consequence to the pt.